Event description:
The home care employee reported a fire in a home care pt's bed. The fire was due to the pt falling asleep with a lit cigarette. The home care employee stated the bed was burned as well as the pt and the pt is now in a burn unit in (B)(6), and will give further details as they are received.

Manufacturer narrative:
The tech investigated and found the bed was burned to the point that it cannot be repaired. The tech removed the bed from the pt's home and was told the pt was taken to the hosp with burns. It was reported that the pt was taken to (B)(6). The case worker stated that she could not provide medical details and directed the hill-rom employee to contact the hospital's legal dept. There were no allegations of the bed malfunctioning. The service tech reported that the pt fell asleep with a lit cigarette while on the bed. The lit cigarette caused the bed to catch on fire. The bed was removed from the account. The bed was badly burned and will not be repaired due to excess damage to the device. The pt injuries were serious in that he required hospital care, though we were unable to determine the extend of the injuries. There was no evidence of a malfunction or a failure to meet specs. As indicated in the user's manual smoking on the bed is not permitted.